Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. It was also reported that the rv lead was oversensing when the patient coughed or took deep breaths. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.